Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was noted that the error pattern very likely indicated the impact of a major mechanical force which caused an impact or a fall which could indicate that the cause of the described issue was excessive use. Hence, the root cause was identified, and the occurrence of the event was confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope, 10 mm, 30°, hd, quick lock, autoclavable had the adapter at the light guide interface come off and is stuck in the light guide interface. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the light guide adapter was confirmed detached and missing. The following non-reportable malfunctions were found during the device evaluation: foreign material was also found clogging inside the lens. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.